Manufacturer narrative:
The customer reported complaint for the platform displaying error message user advisory (ua) 41 (patient temperature sensor failure) was confirmed during archive review and initial functional testing. The defective temperature sensor was replaced to remedy the fault. During visual inspection, cracked front enclosure was noted. The autopulse platform is a reusable device and was manufactured in 07/14/2015 therefore, this type of damage is characteristic of user mishandling. Review of the archive data indicated multiple error messages ua 41 on (B)(6) 2017, rather than on the reported event date given by the customer of (B)(6) 2017. The archive also shows no other event occurred on the reported event date of (B)(6) 2017. Based on the archive data, no other events occurred between (B)(6) 2017. The autopulse platform failed the initial functional testing due to error message ua 41 displayed upon power on. The temperature sensor was found to be defective. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The front enclosure was replaced and the clutch plate were replaced to remedy the sticky clutch, after which the platform has passed both the run-in test and all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar related complaints for autopulse sn (B)(4).

Event description:
As reported during shift check, the autopulse platform (sn: (B)(4)) was displaying error message user advisory (ua) 41 (patient temperature sensor failure) when powered on. No patient involvement was reported.